Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was in an atrial tachycardia with rapid ventricular response (rvr). The device was programmed to a monitor only ventricular tachycardia (vt) zone and a ventricular fibrillation (vf) zone of 200 beats per minute (bpm). The patient's rhythm was noted to have reached the vf zone for long enough where the device delivered anti-tachycardia pacing (atp) and a shock. The shock appeared to put the patient in ventricular tachycardia (vt) with retrograde in the 180 bpm range, which, was below the programmed therapy zone. The patient remained in vt for close to 2 minutes as the device could not treat at that rate. Technical services (ts) discussed changing the vt zone to a therapy zone or adding an additional therapy zone with discriminators while increasing the vf zone. No further assistance was requested. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was in an atrial tachycardia with rapid ventricular response (rvr). The device was programmed to a monitor only ventricular tachycardia (vt) zone and a ventricular fibrillation (vf) zone of 200 beats per minute (bpm). The patient's rhythm was noted to have reached the vf zone for long enough where the device delivered anti-tachycardia pacing (atp) and a shock. The shock appeared to put the patient in ventricular tachycardia (vt) with retrograde in the 180 bpm range, which, was below the programmed therapy zone. The patient remained in vt for close to 2 minutes as the device could not treat at that rate. Technical services (ts) discussed changing the vt zone to a therapy zone or adding an additional therapy zone with discriminators while increasing the vf zone. No further assistance was requested. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that the observed vt following shock delivery self-terminated. The physician modified the patient's medications and monitoring will be continued.